Event description:
It was reported that a balloon rupture occurred. The 9mm x 3.0mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, when the device reached the lesion and dilated the balloon, the pressure rise by one atmosphere every 5 seconds and got ruptured at 12atm. The device was directly removed, and the procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical university. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. Multiple hypotube kinks were noted on the shaft and the shaft polymer extrusion has no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole leak, above the proximal markerband. Multiple hypotube kinks were noted on the length of the hypotube. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft and the tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU for functional testing using the inflation aid, however, a leak was noted coming from the pinhole tear at the proximal markerband.

Event description:
It was reported that a balloon rupture occurred. The 9mm x 3.0mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, when the device reached the lesion and dilated the balloon, the pressure rise by one atmosphere every 5 seconds and got ruptured at 12atm. The device was directly removed, and the procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university.